Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation. The device was reprogrammed to vvi mode. No additional information was reported.